Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention for device removal and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2009, the patient underwent surgery for repair of multiple incisional hernias. It is alleged that a non bard/davol product and an unspecified bard/davol ventrio hernia patch was implanted to repair the hernia defect. As reported, the patient is making a claim for adverse patient outcomes against the ventrio hernia patch. It is alleged by the patient's attorney that on or about (B)(6) 2009, the patient underwent partial removal of the mesh products. On or about (B)(6) 2010, the patient underwent a second removal of the mesh products. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced mental anguish, anxiety, depression, emotional distress and the device was defective.